Event description:
A pt reported blood glucose results of "550, 109, 123, 159, 184, 276, 183, 263, 151, 395, 231, 252, 238, 238 mg/dl and 121 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.